Event description:
Pt suffers from rsd (shoulder replacement 10 years ago). Hcp reported pt experiencing increased pain. Volume discrepancy noticed at refills with full reservoir. X-rays were taken with negative catheter results. A rotor test was performed demonstrating no rotation. Pt is taking oral medication and has not experienced any dramatic withdrawal symptoms. No report of device explantation. A follow-up report will be sent when add'l info is received.